Event description:
Complaint received stating we had an equipment failure that resulted in a minor chemo spill today. The nurse was administering a dose of fluorouracil via push with a syringe when the spiros luer (part #ch2000s-c) came unlocked from the syringe causing leakage of the dose. The syringe-luer connection was stable prior to administration and after the failure, tried to reattach the luer and it was still coming loose." There was no adverse patient/technician consequences reported.

Manufacturer narrative:
Product was returned for investigation on may 19, 2015. One used and 5 unused units received. Lot number 3026386 was manufactured, tested, inspected and released for (B)(4)each in april, 2015 with no anomalies. Visual inspection: the spin collar on the used spiros had been activated. Investigation in progress and follow-up report to be sent upon completion.